Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient received 2nd degree burns to the surface of the nasal tip, left nasal wing and left nasogenian groove. The burns were treated with hydrocolloid dressing and the patient is healing. The patient was undergoing an upper and lower blepharoplasty and an eyebrow lift with 02 cannula with capnography. The patient didn´t require additional intervention. The patient was discharged the day of surgery with recommendations. Treatment has been made with a periodicity of 2 days, with satisfactory resolution.